Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned., lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her meter was reading inaccurate control low. Her meter was coded correctly and the test strips were in good condition and within expiration date. The control solution as well was opened less the discard date. She was walked through a control solution test, but the test failed outside the range. She was then asked to retest, but that test also failed. She was taken to the hospital where she was tested. The nurse had told her that her blood glucose level was fine. She was not given any treatment. There is no further clinical information provided. This case is reported as a strip malfunction since two control solution tests failed.